Event description:
Complainant alleged that medics arrived upon the scene of pt in cardiac arrest. Pediatric multifunction electorde pads were placed onto pt in anterior-posterior position. However, the device was unable to detect an ECG signal. The medic then used a four lead cable used to acquire an ECG signal and the pt was determined to be in asystole. The medics further treated the pt via CPR. Pt subsequently expired. Complainant indicated that the pediatric electrode pads were subsequently discarded and are therefore not available for evaluation.